Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s reservoir connector would not attach and the reservoir would not remain seated, and multiple connectors were attempted without success, suggesting damage to the pump¿s reservoir chamber; replacement supplies were requested and a replacement pump was arranged. Symptoms included hyperglycemia as the user was off pump therapy. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer service troubleshooting and case review. Investigation of this case revealed a mechanical connection issue consistent with a damaged reservoir interface on the pump. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the pump¿s reservoir connection.